Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and transmitter, received battery failed alarm, the motor is louder, pump does not give insulin accurately, and replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. The pump passed the displacement accuracy test at 0.0870 inches. The p-cap locks properly into the reservoir compartment. No alarms or alerts that were motor or delivery related were found when reviewing the pump memory. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Found no low battery alerts or valid cycles on or before the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The pump successfully connected to a test transmitter without any issues. The following were noted during visual inspection: scratched case, cracked case (battery tube) and pillowing keypad overlay no communication between pump and transmitter was not confirmed during analysis. Drive motor anomaly and delivery anomaly were not confirmed during analysis. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert fault 104 or valid cycles in pump history records. Failed battery test was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.